Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of right atrial (ra) signals which inhibited pacing for approximately 3.5 seconds. This appeared to have occurred on one occasion and the lead measurements were stable. The patient was checked in the clinic and lead testing revealed stable lead measurements and normal device function. The device was reprogrammed. No additional adverse patient effects were reported. The lead remains in service.